Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump display exhibited black and white lines, partial loss of screen visibility, and nonresponsive touch areas, while the patient¿s dexcom g7 blood glucose values were in range. Symptoms included no injury or clinical effects. Outcomes included a device replacement and user instruction to shut down the device to avoid further alerts, with data resync to the mobile app prior to return and acknowledgment that data would not transfer to the replacement. Investigation included review of user-provided images and initiation of device return for analysis. Investigation of this case revealed a suspected display and touchscreen malfunction consistent with a screen visibility failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the display/touchscreen.